Event description:
After insert of a chemo pin to a chemo agent, the 0.2 micron air venting filter fell off. Another chemo pin cracked where the luer-lock connects the syringe, and resulted in spilling of contents after refrigeration and in room temp.